Event description:
It has been performed an emergency explantation on the (B)(6) 2025 due to an intracranial abscess of the parenchyma of cerebellum and pseudomonas infection. The user is recovering well.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to information received, the device was explanted due to unrelated medical reasons, namely to allow surgical access to a pseudomonas cerebellar abscess. Per reports, the infection did not involve the implant, the skin was intact, and per the device explant report form, there were no allegations against the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points towards the implant being the source of the reported issue. Further, a lack of benefit since implantation likely due to the etiology of hearing loss was reported. This is a final report.

Event description:
An emergency explantation was performed due to an intracranial abscess of the parenchyma of cerebellum and pseudomonas infection. The user is recovering well.